Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use of IFU: the controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected always. Additional system component being reported for this event: bat206378- exp date; 04/30/2016, MFR date; 04/30/2015 (B)(4). Bat211046- exp date; 11/30/2016, MFR date; 11/30/2015 (B)(4). Bat210839- exp date;11/30/2016, MFR date; 11/30/2015 (B)(4). Bat210804-exp date; 11/30/2016, MFR date; 11/30/2015 (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient's controller was changing from one power source to the other before the batteries had a capacity of less than 25%. The site further reported that the event was associated with a controller power-up event. The controller and four batteries were exchanged with no reported patient consequence. This exchange is reported to have resolved the issue.

Manufacturer narrative:
It was reported events of premature power switching and power up. One controller and four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the receiving inspection records confirmed that the associated controller met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed occurrences of premature power switching events prior to batteries reaching the 25% relative state of charge (rsoc) threshold and power up events. Failure analysis of the returned 4 batteries revealed that the devices passed visual examination and functional testing. Failure analysis of the returned controller revealed that the device failed visual examination and passed functional testing. The controller port 1 and port 2 connectors were found loose from the controller housing with the o ring gasket still on place, this is in additional observation not related to the reported event. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. The manufacturer has an open internal investigation to evaluate the anomalies of loose connectors. Log file analysis revealed several power switching events due to momentary disconnections involving the following batteries: (B)(4). The manufacturer has opened an internal investigation to evaluate controller intermittent disconnections. Analysis of the event files revealed a first controller power up event with an associated motor start event on (B)(6) 2017 at 19:05:31 hours and a second power up event with no motor start on (B)(6) 2017 at 13:03:06 hours. Fifteen (15) minutes before the first loss of power, the controller was connected to (B)(4) with 92% rsoc on power port 1 and (B)(4) with 76% rsoc on power port 2. Fifteen (15) minutes after the controller power up, the controller was connected to (B)(4) and (B)(4) 's capacities were logged as "202," which indicates that the batteries experienced a temporary disconnection from the controller in the previous 15 minute interval; the observed temporary disconnections may indicate that there was a disconnection and reconnection of the same power source or a that a momentary disconnection between the controller and batteries had occurred. No data covering the second loss of power was recorded. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. Other device involved in this event: (B)(4) / catalog number: 1650de. UDI #: (B)(4). Return date 03-20-2017. Mfg date: 04/09/2015. (B)(4). (B)(4) / catalog number: 1650de. UDI #: (B)(4). Return date 03-20-2017. Mfg date: 11/10/2015. (B)(4). (B)(4) / catalog number: 1650de. UDI #: (B)(4). Return date 03-20-2017. Mfg date: 11/03/2015. (B)(4). (B)(4) / catalog number: 1650de. UDI #: (B)(4). Return date 03-20-2017. Mfg date: 11/03/2015. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Corrected per remediation review, it was determined that the applicable manufacturer evaluation result code in this report have been corrected. If information is provided in the future, a supplemental report will be issued.